Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID wr9230 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that for the past 2-3 weeks they have noticed that it doesn't seem to be making progress when recharging the implantable neurostimulator (ins); it takes much longer to charge. Before contacting assistance, they tried for an hour and then another 1.5 hours session with no increase in battery charge. They noted that the recharger didn't beep at all to indicate it was not over the implant site. Patient charges once a week using the drape and typically connects in the beginning of the session. Patient said that ins battery is typically between 40-50-% and on average it typically takes about 1-1.5 hours to fully recharge implant. Troubleshooting included reviewing patient's charging routine and confirming external equipment functioned as intended. At beginning of troubleshooting session patient's battery showed 80% with good connection advancing to excellent connection and ins battery incremented to 90%. Then patient noted losing connection to ins and had to reposition to reestablish good connection. Patient said that maybe the ins is moving around a little bit. The patient was redirected to their healthcare provider to further address the issue.